Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-comformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a patient presented with an infection at the level of the device two years following a ventral hernia repair. The patient underwent an incision and drainage and was prescribed antibiotics.